Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received motor error as well as sudden power down without low battery warning and unexplained no delivery alarms. Customer¿s blood glucose level was unknown. Customer stated that the screen cracked at hole in reservoir compartment, diminished battery life from day 1 use and often rejects new batteries and lost settings when changing batteries as well as grinding during rewind process. Troubleshooting was not performed. The device will not be returned for analysis.